Manufacturer narrative:
The hill-rom field technician was paged out to repair the bed. The account could not be reached and did not reply to messages that were left. Based on this information, no further action is required. The account was contacted to provide additional information regarding the pressure ulcer development but did not provide hill-rom with any clarification. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas.

Event description:
Hill-rom received a report from the account stating the patient developed a stage 4 pressure ulcer. The bed was located in the patients home. This report was filed in our complaint handling system as complaint #(B)(4).